Event description:
The company was informed that the patient has been experiencing dizziness and has been prescribed medication (type unknown). Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.